Event description:
The customer reported that the insulin pump alarmed motor error during the prime process. Troubleshooting was performed. The customer stated that the device was exposed to a metal detector and full body scanner. Assisted the customer to run a displacement test, and the insulin pump had an error alarm. Advised the customer to revert to back up plan. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test and alarmed an error during the prime test as a result of a loose drive support disk. However, the device passed the displacement test.